Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states during use on a patient, the clinician in hospital found an air leakage from the cuff. No patient harm reported. Pre-test of the device was done. Information provided suggest that non routine recannulation of a replacement tube was required. Attempts are being made to collect further information.